Event description:
Current leakage from device during sphincterotomy resulting in injury to the duodenal wall and resulting in excess coagulation to the major papilla thus raising the risk of post-ercp pancreatitis.